Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) assembly and lidstock for evaluation. Visual investigation of the swg revealed several bends in the wire guide body. Microscopic examination confirmed that the proximal and distal weld were fully attached and spherical. The bends in the swg body were located at 65mm, 385mm, and 645mm from the proximal end. The length of the returned swg was measured to be 685mm which is within specifications of 678-688mm per swg product drawing. The outer diameter of the returned swg was measured to be 0.841mm which is within specifications of 0.838-0.877mm per swg product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both with minimal resistance. A manual tug test confirmed the proximal and distal weld were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had multiple bends in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during use on a patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during use on a patient.